Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The it department at the customer site ran a nessus scan on the pegasys processing station. It was determined that the pegasys system was vulnerable for the following: tooltalk service, rsh on finger output, user mountable nfs shares, and mail relaying. The probable root cause is the inherent vulnerabilities in the send mail daemon (process) that can be exploited to allow an unauthorized person to gain root (superuser) access. The daemon is part of the operating system software provided by sun. This daemon can be disabled with no adverse effects to the way the pegasys cluster operates. This event is a network security scan issue that does not adversely effect the operation of the pegasys. (B)(4).

Event description:
Philips received a report that the site it department ran a nessus scan on the pegasys processing station. Once the nessus scan was completed, it found that the pegasys was vulnerable for the following: tooltalk service, rsh on finger output, user mountable nfs shares, and mail relaying. There was no report of pt harm.